Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: 1) the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events. 2) minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.

Manufacturer narrative:
On (B)(6) 2021, abaxis received a call from customer lab reporting an issue with analyzer sn: (B)(4) stating that the device emitted a burning-like smell and was displaying a "critical stop" error. No fire or injury was reported. The customer also reported no smoke was emitting from the device. The customer was instructed to power off the device and unplug it from the surge protector. Approximately one week later, abaxis technical support followed up with the customer. The customer stated that the device was working fine and that it "just overheated." The customer did not return the device and it remains at the customer site in use. No investigation was performed for this reported malfunction. The call was closed and no further actions were required.

Event description:
The customer reported that the device emitted a burning-like smell and was displaying a "critical stop" error.